Event description:
It was reported by the pt's physician that the pt had been having an increase in seizures for the past 2 months. The pt was having 3-5 seizures a day, but it was not known if this was above or below the pt's pre-vns frequency. Device diagnostic tests showed the device to be properly functioning. The pt had no changes in medication prior to the increase. Further info indicated the pt was being referred for a replacement surgery. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received from the surgeon indicating the patient underwent generator replacement surgery. Information from the area representative clarified the patient was explanted due to prophylactic replacement and the device was interrogated successfully prior to explant. The explanted generator was returned to the manufacturer and remains under analysis.

Event description:
Additional information was received through clinic notes indicating that the patient experienced suicidal thoughts and voice alteration during the same time period in which an increase in seizures was reported. At the moment good faith attempts to obtain further information regarding the event have been unsuccessful to date.

Event description:
Analysis on the returned generator was completed by the manufacturer. Analysis of the returned generator indicated the device performed according to functional specifications. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Further information was received from the treating nurse indicating the patient is not being treated for depression and there is a likelihood the event of suicidal ideations are related to medication.